Manufacturer narrative:
Samples were not received for the investigation. Device history review could not be done because the lot number provided was invalid. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date:3/30/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported after the ng tube was inserted, the nurse couldn¿t flush it. It was pulled out and discovered that it was fused together.